Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited loss of capture and noise oversensing. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.